Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. We also received performance data collected from the device and have analyzed the data. No anomalies were found.

Event description:
It was reported that during the implant procedure the device's setscrew was hard to turn and the header was broken. The device was not used and a new device was used instead. No patient complications have been reported as a result of this event.